Event description:
It was reported that 5 of the bd micro-fine ultra¿ pro pen needle were unable to deliver medication. The following information was provided by the initial reporter: omit a diabetic patient, contacted us to report a quality complaint. When she had to inject herself she drained the liquid but no liquid came out, the hole was blocked. Out of 7 products she only used 2, the others were faulty.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that 5 of the bd micro-fine ultra¿ pro pen needle were unable to deliver medication. The following information was provided by the initial reporter: verbatim: omit a diabetic patient, contacted us to report a quality complaint. When she had to inject herself she drained the liquid but no liquid came out, the hole was blocked. Out of 7 products she only used 2, the others were faulty.

Manufacturer narrative:
The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.